Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose level ranged from 400 to 509 mg/dl. Customer addressed the high bg level by administering a bolus with the pump. Reportedly, the customer consulted their healthcare provided for alternate insulin therapy.